Event description:
Per the clinic, the patient experienced swelling at the implant site on (B)(6) 2014 and was treated with I/v antibiotics (duration not reported). In (B)(6) 2014 (specific date not reported) the issue recurred and the patient underwent a procedure to drain the site and was treated with oral and I/v antibiotics. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report, october 3, 2014.

Manufacturer narrative:
(B)(4). Implanted device remains.